Event description:
Customer emailed saalt on 6/30/2020 to explain that they had to seek medical care to have their cup removed. Customer said the cup was inserted for 22 hours prior to having it removed. Customer sought advice from saalt resources and videos. Saalt responded to ask customer to provide additional information. Customer responded on 7/2/2020 with details about their experience. Customer said they tried to remove the cup but could not reach the base of the cup for removal. After attempting to remove the cup, the customer said they took a 30-minute break and tried again. The next morning, the customer tried to remove the cup and was not successful. The customer then chose to seek medical care. The medical provider said the customer has a tilted uterus. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."